Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse observed build-up on reagent probe 2 splashguard. The cse cleaned the guard, re-aligned reagent probes 1 and 2 and ran calibrations, which passed within range. The cse also replaced reagent probe (rp) pumps 1 and 2, and cleaned growth from mixer 1 and 2 wash ports. After calibrations, the assays were not recovering within range. The cse returned to the site and discovered that the rp pumps installed were for an advia 2400 instrument instead of advia 1800 instrument. No patient samples were run while the incorrect reagent pumps were installed on the instrument. The cse installed the advia 1800 rp pumps and ran calibrations and quality controls, which resulted within range. The cause of the discordant, falsely low calcium results is unknown. The cause of the cse installing incorrect parts is a human factors issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physicians(s). The samples were repeated on the same instrument and resulted as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.